Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: kink observed on the balloon catheter, in between default and warning markers, likely due to returned packaging condition. No other abnormalities were observed a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of inflation difficulty was unable to be confirmed as evaluation of the returned device showed that the device conforms to specifications. Additionally, review of the DHR d ID not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/ training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''resistance was noted during delivery system insertion through the sheath when coming through the iliac artery. During deployment, the distal end of the balloon did not inflate at the same rate as the proximal end [...] No slow inflation/deflation time or any other abnormalities noted during prep.'' Evaluation of the returned device did not reveal any abnormalities. Engineering was able to inflate the balloon without difficulty and the balloon deployed symmetrically. During functional testing, the total inflation/deflation time met the specification. The investigation did not conclusively identify the root cause of the reported event. Patient anatomy may have been a contributing factor. Review of the provided 3mensio images revealed native leaflet calcification, with the leaflets also appearing thickened. Additionally, the lvot appeared to have an oval shape. These factors can create uneven resistance and potentially lead to asymmetric balloon expansion. Furthermore, the asymmetrical deployment is similar to the constrained inflation described in a product risk assessment (pra); however, there is insufficient evidence to confirm that the event is related to sheath's distal tip separation, as no damage to the sheath was reported, and the sheath was not returned for evaluation. Without additional information such as procedural images, further investigation could not be conducted, and therefore, the root cause remains indetermined. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventive action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 23mm s3ur valve. As reported, there was no slow inflation/deflation time or any other abnormalities noted during prep. Resistance was noted during delivery system insertion through the sheath when coming through the iliac artery. During deployment, the distal end of the balloon did not inflate at the same rate as the proximal end. The valve able to be fully deployed and implanted in the intended location. There were no withdrawal difficulties with the delivery system and/or sheath noted. There was no damage seen on the delivery system before or after the removal. There was no damage noted on the sheath after removal. The commander delivery system will be returned. There were no patient injuries noted and the patient was in stable condition.